Manufacturer narrative:
It was reported that patient underwent repair of mesh on (B)(6) 2016 due to recurrent hernia. Mwr-07062019-0000448892 represents the adverse event which occurred on (B)(6) 2014. Mwr-13042020-0000713724 represents the adverse event which occurred on (B)(6) 2014. Mwr-13042020-0000713725 represents the adverse event which occurred on (B)(6) 2016.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted ¿the mesh was virtually free-floating within her abdomen with several tethered sutures on the right side and superiorly. This was dissected free, removing the lateral stitches and also then lifting the mesh off of the rectus muscle and with great difficulty, taking down all the adhesions to the back side of the mesh that were attached to the colon and small bowel as well as omentum. Once the mesh was elevated, a small area was still attached inferiorly.¿ it was reported the patient experienced intermittent chronic pain that lingers. No additional information was provided.